Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3 mm from the balloon's proximal neck. The review of the lot history record (f1532811) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined; however, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as stent placement or vascular grafts), potentially contributing to a tear in the balloon. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynx ace device ruptured during the deployment. It is unknown at which point the balloon ruptured. The device was being used for arterial closure following an interventional procedure. It is unknown whether or not the black marker on the inflation indicator was fully exposed. It is unknown whether or not resistance was felt while inserting the device. It is unknown whether or not resistance was felt while pulling back to the arteriotomy. Manual compression was applied for an unknown duration to achieve hemostasis. It is unknown whether or not the patient's hospitalization was prolonged as a result of the event. The patient was described as fine and was released without any incident related to the device issue. Additional information was requested but was unknown.